Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 41 mg/dl at the time of the incident. The customer was at 88 mg/dl at the time of the call. The customer was asleep when they were woken up by alerts on low. The customer used food and glucose tablets, and was given glucose gel and food to treat. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The caller believes the pump was delivering micro-basals based on the graph. Troubleshooting was not completed as the customer ended the call. The customer mentioned recalled infusion sets malfunctioning. The insulin pump will not be returned for analysis.